Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a cystocele repair procedure performed on (B)(6) 2014. According to the complainant, the needle detached while the physician was throwing the suture through the sacrospinous ligament. The physician was unable to locate the detached needle. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact age of the patient is unknown; however, it was reported the patient was over 18 years. Reported event of needle detachment. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.